Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that alprostadil was infusing at 0.17 ml/hr (0.0169 mcg/kg/min) when the patient's vital signs became unstable. The patient was reportedly limp and lethargic and had desaturations that prompted the medical team to investigate. A chest x-ray was performed and it was subsequently determined that the IV tubing had a small leak. The line was changed immediately after the leak was identified and the therapy was restarted at 0.25 ml/hr (0.025 mcg/kg/min). The patient returned to baseline status within 1 to 2 hours with no lasting effects.

Manufacturer narrative:
The customer's report of a leak was confirmed. Functional testing was performed and a leak was noted at the area where the IV tubing leads into the entrance of the filter. Examination of the set under magnification showed no cracks or damage to the tubing. The report of a leak in the extension set was confirmed and replicated. The root cause was determined to be an insufficient amount of bonding solvent applied during manufacturing.

Event description:
On (B)(6) 2015 - received medwatch report stating: "(B)(6) w/history of transposition of great arteries. On (B)(6) 2015 aprostadil (pgej) therapy infusing via extension set microbore tubing. The 02saturations, temperature, heart rate, and blood pressure declined. Infant became limp and lethargic. Heart murmur could not be auscultated. Tubing assessed, rn noticed moisture/precipitation at the end of the filter of microbore tubing and leaking at the tubing juncture site before the filter. Fluids and microbore tubing changed. Suspect medication for pgel therapy not delivered to pt resulting in decline in pt status pge1 therapy restarted via new line resulting in pt status returning to baseline. Pge therapy able to be weaned."